Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: patient with difficult venous access, 5 punctures were performed, 3 in admissions, one of which had been channeled into the vein but the catheter was damaged after the patient was already channeled.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2235571, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing near the tip. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: patient with difficult venous access, 5 punctures were performed, 3 in admissions, one of which had been channeled into the vein but the catheter was damaged after the patient was already channeled.